Event description:
Patient in for removal of silicone breast implants and upon entering the left breast cavity it was noted that the left breast implant was ruptured exuding silicone gel within the breast cavity. These implants will be returned to manufacturer once we receive the appropriate return box and labels. Implants sent to pathology. The following inscription was noted mentor disrupted implant 6580435, m+500cc, 13.4 x 13.0x 3.9cm.